Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has confirmed that there was a damaged pulse wire at the rear therapy electrode #1. The root cause for cut cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying add gel messages.